Event description:
It was reported that the health care professional suspected that the pump was not performing. There were no pump alarms. The patient had experienced underdosage. The "catheter was revised and exchanged twice". The pump was replaced and good pain therapy was reestablished with the new pump. The pump was used to deliver morphine.